Event description:
The patient was implanted with a smooth spectrum mammary prosthesis in 1999. Subsequently, the patient experienced a deflation of the device and an infection. The device was removed in 1999.